Event description:
Medtronic received information that a pipeline failed to open distally and when it was withdrawn it was found the distal end was accordion and shrank. The patient was being treated for an unruptured amorphous aneurysm with a max diameter of 4.3mm and a neck diameter of 3.7mm. The distal landing zone was 3.7mm and the proximal landing zone was 4.9mm. Vessel tortuosity was normal. The access vessel was the left femoral artery with a diameter 9.2mm. Pipeline flow-directed dense mesh stent implantation for the treatment of small and medium intracranial aneurysms. The devices were prepared according to the instruction for use (IFU). The catheter was flushed as per IFU.  During the opened process of pipeline, the distal was poorly opened, and it was withdrawn from the body, and it was found that the distal of the stent was accordion and shrank. Dual antiplatelet treatment was administered. Routine preoperative dual antiplatelet treatment for 7 days. Angiographic result post procedure slowed down blood flow. No symptoms were reported. Ancillary devices: cook6 sheath, navien guide catheter, marksman microcatheter, synchro2 guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was not in a vessel bend when it failed to open. They had tried to recycle the device and redeploy, but this was unsuccessful.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): a pipeline flex embolization device and a marksman catheter were returned for analysis within a shipping box; within a sealed plastic biohazard bag and within a sealed tyvek pouch. Visual inspection/damage location details: no device malfunction was reported with the marksman catheter. In addition, the model and lot numbers were not reported; therefore, compatibility could not be assessed. The pipeline flex embolization device was returned within the marksman catheter. The proximal end of pipeline pushwire was found extending ~48.5cm from phenom hub. The pipeline flex was then removed from marksman without issue. No bends or kinks were found with the pipeline pushwire. The hypotube and ptfe were found to be intact. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The dps sleeves were found to be in good condition. No damages were found with the tip coil. Proximal braid end was found to be opened and frayed. Distal braid end was found to be opened and frayed. No other anomalies were found with the device. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was unable to be confirmed as both braid ends were found to be opened. It is likely the failure to open is the result of re-sheathing the device more than the recommended two times. Based on the device analysis and reported information, the customer¿s report of ¿pipeline damaged during delivery/retrieval¿ was confirmed. However, the root cause could not be determined. Possible causes for ¿pipeline damaged during delivery/retrieval¿ include re-sheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/re-sheathing braid against resistance and use of incompatible device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.